Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient felt "doped up" from the medication. The patient also stated their ens had become disconnected and that their co-worker helped them reconnect. The patient reported feeling a stabbing feeling in their bladder and pain so their son helped them turn the stimulation from 1.9 to 1.8. The patient also reported they felt dizzy and had requested a walker from their health care physician (hcp). Additional information was received on (B)(6) 2017. The patient reported it was painful to urinate, their bladder symptoms had worsened and they had a "jerking" stream when they were voiding. Additional information was received on (B)(6) 2017 when the patient reported irritation in their bladder. They noted they felt stimulation comfortably that day. Further information was received on (B)(6) 2017 when the patient stated they could not completely empty their bladder and that it was painful. Additional information was received on (B)(6) 2017. The patient reported they were experiencing discomfort, contractions that hurt and that it was all frustrating. The patient remarked that they felt their urgency was more frequent and stated they also had a hyper-active bladder. There were no further complications reported/anticipated.